Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by minute device mobility was determined to be the root cause of device failure. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The device was received for investigation. Reportedly, in situ testing indicated a device malfunction. The user was re-implanted.

Event description:
A vorp 503 was received at hq. Troubleshooting indicated a device malfunction.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.